Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) at (B)(6) due to diabetic ketoacidosis (dka) on (B)(6)2024. The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. Symptom reported include hyperglycemia, tiredness, nauseous, dizzy, and dry mouth. The patient administered a 3-unit pen correction and then went to the hospital. At the hospital, the patient was given an infusion to flush all the glucose out of her body. The pod was removed and kept at the clinic. The patient was released the same day. The patient was able to apply a new pod.